Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced damage to the right phrenic nerve which resulted in a collapsed diaphragm. The case outcome is unknown. No further patient complications have been reported as a result of this event.